Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to double counting and noise. The device was re-programmed and technical services (ts) was consulted for review of device data. Ts confirmed oversensing which resulted in inappropriate therapy and provided programming and troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.